Event description:
It was reported that 3 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: date notified ¿ (B)(6) 2020. Date of failures ¿ unknown. Product: 20019e ¿ one incident from lot 20016190 lot 20045838 and lot 19126693. Description: one side of the bifuse will not work.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the valve not working could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 20016190, 20045838, and 19126693 was performed. The search showed that a total of 12,003 units in each lot number. 20016190 was built on (B)(6) 2020, 20045838 was built on (B)(6) 2020, and 19126693 was built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of lots 20045838 and 19126693. There was one quality notification for lot number 20016190 that possibly could be relevant to the reported incident; however, due to no sample being received, this cannot be verified. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20016190, medical device expiration date: 01/16/2023, device manufacture date: 01/16/2020, medical device lot #: 20045838, medical device expiration date: 04/13/2023, device manufacture date: 04/13/2020, medical device lot #: 19126693, medical device expiration date: 12/27/2022, device manufacture date: 12/27/2019.

Event description:
It was reported that 3 y ext w/vlv ports & 2 sld clp were clogged/blocked/occluded. The following information was provided by the initial reporter: date notified: (B)(6) 2020. Date of failures: unknown. Product: 20019e ¿ one incident from lot 20016190 lot 20045838 and lot 19126693. Description: one side of the bifuse will not work.